Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-530b-(B)(4): the glass cap bevel edge and metal cap are not aligned; the glass cap is protruding from the metal cap and can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the bph procedure was started, with xps console turned on and in ready mode, the aiming beam was present however the laser failed to fire at the 70 degrees side firing position when the foot pedal was depressed. At 1000 joules; 2 minutes of lasing time the energy was observed being transmitted through the end of the fiber and forward. The fiber was exchanged and the same issue occurred; no additional information was reported. The procedure was completed utilizing a third fiber. Patient outcome: "no known issue". No injury reported. This report is for the first fiber.